Event description:
It was reported that during a laparoscopic cholecystectomy two devices were noted to be scissoring clips during the case. Third instrument was pulled and case was completed with this instrument. There was no pt consequence. Two devices returning.